Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer had adhesive issues with their infusion set. The mother reported the customer's blood glucose rose to 650 mg/dl the day prior. The mother stated the customer's high was caused by drinking a lot of water and not eating in addition to bolusing for their blood glucose. The mother stated the customer's blood glucose was 461 mg/dl at the time of incident. The mother also reported an incident on (B)(6) 2014 when the paramedics were called for the customer's high blood glucose. The customer's blood glucose was 750 mg/dl at the time of incident. Customer was treated with fluids and insulin for their blood glucose. The mother declined to return the insulin pump for analysis.